Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a patient called concerned about a small bowel capsule that was still in their stomach as of (B)(6) 2017. The patient reported they underwent an x-ray on (B)(6) 2017 which showed the capsule still present in their stomach. The patient did not want to capsule surgically removed. Technical support advised the patient to contact the facility where the procedure was performed. Technical support was contacted by the customer and stated the patient had messaged them and reported that the capsule passed naturally on (B)(6) 2017.